Event description:
The account stated that the right intermediate siderail wouldn't latch.

Manufacturer narrative:
The technician found a piece of plastic trash was in the siderail latch, prevented the siderail from latching. The technician removed the plastic to repair the bed.